Manufacturer narrative:
The product (B) (4) associated to this report is not distributed into the us; however, (B) (4) is an essentially identical device distributed in the us. (B) (4). The sample associated to this report is expected to be returned. If the sample is received and significant information is identified from the sample analysis, a summary of the results will be provided in a supplemental report.

Event description:
The caller reported that the tube developed a leak in the cuff during patient use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.